Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's ins was being replaced in a routine ins change when the surgeon found a strange substance in the patient's tissue surrounding the ins. They indicated it was probably a kind of a chronic infection. A sample was sent to the hospital's pathology department. The ins was changed and the pocket was cleaned and irrigated. The issue was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
The device will not evaluated due to the nature of the allegation. Infection is considered a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.